Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited lead failure, low impedance and lead perforation was suspected. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited lead failure, low impedance and lead perforation was suspected. The ra lead remains in use. No further patient complications have been reported as a result of this event.